Event description:
Consumer reported complaint for error message (e-0). Wife is calling on behalf of the customer. Customer reported obtaining the e-0 error using two different vials of test strips; customer had discarded the empty vial and was unable to provide the lot number. Customer stated this is their second true metrix meter. Wife stated that the customer currently does not feel well; customer did not specify what he was feeling at the time. Wife stated that customer was screaming as if he is in pain, stating this is an ongoing symptom and that when it occurs, she checks his blood glucose. Wife stated that based on the result she administers insulin and then he stops screaming and begins to feel better. Wife stated that this started prior to customer obtaining the true metrix meters, customer did not need medical attention at the time of the call. During the call, a blood test was not performed by the customer using this true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/30/2024 and open vial date is (B)(6) 2023.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4) ¿ same test strip lot number, different meter serial number. Adverse event report being submitted due to manufacturer being unable to confirm with customer's wife the cause of the customer's death and additional details from the initial information provided (symptoms). Meter and test strips were not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on 08-feb-2023 - able to establish contact with customer's wife who stated that customer had passed away. Wife declined to continue the call. Note 2: manufacturer was unable to contact wife at additional follow-up attempts. Manufacturer unable to confirm customer's cause of death.

Manufacturer narrative:
Sections with additional information as of 30-mar-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-078: user hematocrit low.